Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm message with the number ¿400¿ appearing was not confirmed. However, damage to the centrimag motor that may have contributed to the event was confirmed. The returned centrimag motor serial number (B)(4) was tested at the european distribution center alongside a known working test centrimag console. However, the motor was unable to be recognized by the console. The motor¿s cable was measured, and an open loop within the motor¿s bearing phase was observed, which would have caused the motor to not function properly. The motor was advised to be scrapped after approval customer service. The root cause of the observed wire fatigue within the motor¿s cable was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the alarm message with number 400 appears while priming the circuit. The site proceeded to change the engine. Investigation of the device revealed motor cable damage.